Event description:
It was reported that one haptic was missing. Another lens was used instead and there was no patient harm. Through follow ups it was confirmed that the patient did not come in contact with the implant, the surgeon noticed this before the injection. This did not result in any additional intervention, nor did it make the procedure take longer. No further information was provided. The material is not available for investigation and no further details were provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. The intraocular lens was not implanted. The intraocular lens was not implanted. Therefore, lens was not explanted. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.